Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the surgeon has to make the incision larger to accommodate the structural balloon. The sheath around the structural balloon is not tapered, making it extremely difficult to insert in a patient without making the incision larger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the surgeon has to make the incision larger to accommodate the structural balloon. The sheath around the structural balloon is not tapered, making it extremely difficult to insert in patient without making the incision larger. The incision was extended for about 1 inch. There was no patient injury.